Manufacturer narrative:
DHR review: review DHR, associated ncmr / reworks, and document conclusion. A review of device history record (DHR) for work order # (B)(4), serial # (B)(6), part # 100125390 (8ch coiled extension, 60cm, black) batch # 5541832, and model 6372 was conducted. There were no anomalies found that are related to the allegation. Sterile batch: 071602. According to the DHR, this work order was comprised of batch (5537861) of the 45 ¿ level part # 100124022 (ext assy, 8ch, dbs coiled, 60cm, black) that were built on work order (B)(4). According to the DHR¿s part # 100124022 had been manufactured and tested according to current manufacturing specifications. Units of batch # 5537861 of part # 100124022 that were released into component goods passed all manufacturing visual inspection and electrical testing requirements. According to the DHR¿s, the 40-level work orders were comprised of batch (5511522) of the 40-level part # 100130144 (body, inifinity ext, 8ch, swaged, 60cm) that were built on work order (B)(4). According to the DHR, part # 100130144 has been manufactured and tested according to current manufacturing specifications and no issues related to the complaint were found. Units of batch 5511522 of part # 100130144 that were released into component goods passed all manufacturing visual inspection and electrical testing requirements. The report event of a fracture was not confirmed. As received, visual inspection and resistance testing showed the returned lead extension passed isolation resistant testing. The cause of the reported event remains unknown.

Manufacturer narrative:
Reporter phone number (B)(6)

Event description:
It was reported that during an ipg replacement due to normal end of life on (B)(6) 2024, a fractured extension was detected. As a result, surgical intervention was undertaken wherein the fractured extension was explanted and replaced. Effective therapy was restored post operatively.